Event description:
It was reported that during intra aortic balloon (iab) therapy a few minutes after inserting the catheter, blood was found inside the universal sheath seal. Suspecting a balloon leak, a syringe was used to check for blood suction into the balloon lumen, but no blood was drawn in. However, blood was still found inside the statguard after that. In the past, when a balloon leak occurred, negative pressure was applied to the balloon lumen with a syringe to check for leaks, but no blood was drawn in, which ultimately turned out to be a balloon leak. This time, a balloon leak was suspected as well, so the catheter was replaced with a new one. There were no harm or injury after the replacement. No blood flowed into the iabp device.

Manufacturer narrative:
Due to character restrictions in 1: full event site name is (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Manufacturer narrative:
Updated fields: b4, d9, g3,g6, h3,h6 (type of investigation, investigation finding, conclusion), h11. The product was returned with the membrane completely unfolded and blood on the exterior of the catheter, inside the stat gard sleeve and traces in the inner lumen. Three kinks were observed on the catheter tubing approximately 74cm, 72.9cm and 71.1cm from the iab tip. The pressure tubing, extender tubing and three-way stopcock were also returned. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing, stat gard seal, extender tubing and pressure tubing was performed, and no leaks were detected. The condition of the iab indicated kinks in the catheter tubing, which may cause an opening for blood to pass out of the stat-gard seal into the stat-gard sleeve. Blood may also enter the stat-gard sleeve when the sheath seal is moved back and forth. This is the intention, so blood does not spray over the user and patient. However, the reported event cannot be confirmed by the evaluation. Lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.